Manufacturer narrative:
Evaluation summary:the two actual samples involved were received for evaluation. Visual inspection was performed, finding no obvious defects other than that there were still blood clots left in the headers and blood still in the fibers after the disinfection process. The blood could not be completely cleaned out of the dialyzers; therefore, they could not be used for any additional testing as they are considered to be biohazardous. This report could not be confirmed.nipro, the dialyzer manufacturer, performed a manufacturing batch record review and no abnormality was found. The lot was confirmed to have been manufactured under normal conditions. In addition, a retention sample review was performed. The retained samples were primed at a blood flow rate of 100ml/min and then, air was applied to the dialyzers under flooded conditions for the implementation of a leak test and no fiber leaks were identified.

Event description:
This complaint originated as a result of the baxter renal clinical helpline specialist forwarding a voice message to corporate product surveillance in 2009 received on the same date, in which a registered nurse manager reported a blood leak with a xenium dialyzer. No injury was reported at that time.the same day, product surveillance placed a call to the registered nurse manager at the facility regarding this incident. She stated that there were 2 blood leaks that occurred with the same patient, 2 times during the same therapy, with 2 xenium dialyzers, product code h25605a, lot # 09h24a, with an expiration date of july 2013. The blood leak was from the fiber both times. The blood leak was noted during the middle of treatment the 1st time and at the end of treatment the 2nd time. It was discovered by a blood leak alarm on the machine both times. It was confirmed by a hemastix test at the connection both times. The estimated blood loss to the patient was 150 milliliters (ml) each time, with a total of about 300ml. The treatment was resumed the 1st time with a new dialyzer and the treatment was ended the 2nd time and not resumed. The patient was taken off of the hemodialysis machine the 2nd time, and the treatment was stopped. There was no medical intervention or hospitalization as a result of this incident, the patient was reported to be doing fine, and went home. The dialyzers were not reused. The actual dialyzers are available for evaluation.